Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) safety disk was leaking upon installation. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,b5, d1,d4,d9,g3,g6,h2,h3,h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) replaced the safety disk (0202-00-0140). No further information was provided. If there is additional information received the investigation will be reopened and updated accordingly. The failure analysis and testing department received part number 0202-00-0140_l safety disk serial number: (B)(6) with a reported unit of leaking safety disk upon installation. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed part number 0202-00-0140_l safety disk, serial number: (B)(6) in the cardiosave test fixture serial number ca204340l1 and tested to factory specifications per procedure number 0002-07-d016 rev. F and the cardiosave service manual number (B)(4) revision r. The fat dept. Found that the safety disk failed all manifold test at the membrane test status: membrane diff pressure of 7 mmhg. The failure analysis and testing department verified the failure of safety disk. Safety disk is defective. Retaining the safety disk in fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had out of box failure when installing a new safety disk. There was no patient involvement reported.